Event description:
A surgeon reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. Enlargement of the incision and a suture were requried during removal and replacement of the lens.